Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Initial reporter phone: (B)(6).

Event description:
The event involved a 14" (36 cm) set de extensión con filtro de 0.2 micras, clave¿ clear, pinza, luer giratorio where it was reported that the infusion pump stopped due to occlusion of the red line of the catheter through which the tpn was flowing at 100ml/hour. The nutrition port (y) was aseptically cleaned with chlorhexidine isopropyl wipes, without disconnecting it, and salinized using the push pash technique with a 10ml syringe. After that, the nutritional liquid was discharged under pressure through the equipment's filter. The shift manager was notified, and the npt was switched off with the indication of the supply staff. The device is not available for evaluation as it has been discarded. The event occurred during patient use, and no one was reported harmed as a result of this event.